Manufacturer narrative:
Concomitant medical device: dtba1d1 crtd implanted: (B)(6) 2017; 5076-52 lead implanted: (B)(6) 2013. Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. Visual analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high thresholds, high impedance, and was fractured. The rv lead was explanted and replaced. It was also reported that during a device replacement, as the left ventricular (lv) lead was disconnected from the device the lead fractured and the insulation was damaged. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.